Event description:
It was reported that the vibration on the insulin pump is too loud. Advised insulin pump would be replaced. Customer's blood glucose level at the time 140 mg/dl. No additional information was provided.

Manufacturer narrative:
Pump received with very loud vibrator during self test due to adhesive bond not adhering on vibrator motor. Pump was received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).